Event description:
It was reported that the patient was in clinic for follow-up and the device presented in bvvi. Impedance was found to be too high for download. The device will be electively replaced due to nearing eri.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.